Manufacturer narrative:
The cpu was returned for failure analysis. Visual inspection observed no anomalies. The returned cpu assembly was installed into a known good test ventilator; the customer complaint was verified. The root cause was failure of component ls1.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device¿s back up alarm failed. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention nor delay in therapy was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.